Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received without a belt clip. Unable to confirm the damage. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt slip slot, a cracked display window, a cracked reservoir tube and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack around where you push the buttons up and down and around the side where the reservoir compartment. The customer stated the pump was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.